Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation and pericardial effusion caused by their right atrial (ra) lead. It was further reported that the ra lead exhibited high thresholds, non-capture and decreasing impedance. It was also reported that the right ventricular (rv) lead exhibited decreasing r waves and increasing thresholds. The ra lead was programmed off and then revised. The rv lead was revised. Both the ra lead and the rv lead remain in use. No further patient complications have been reported as a result of this event.